Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) can ¿almost flip¿. It is poking out, hurts, and is painful when they lay on it. The patient noted, they had lost weight and that the ins was in their buttock. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.